Event description:
Senseonics was made aware of incident where the user experienced pain at the insertion site. The user reported swelling, pain and redness and had difficulty moving his arm upwards. The user contacted his doctor to have the sensor removed due to the pain.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor was removed by hcp from the user due to pain. The removal date was not provided.